Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported that on (B)(6) 2018 the customer experienced an allergic reaction during his 10 day wear of the adc freestyle libre sensor. The caller further reported the customer had contact with a healthcare professional and was prescribed fucidin topical antibiotic for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. A valid serial number was not provided. Dhrs (device history review) for all libre sensors and libre sensor kits within expiration at the time of complaint were reviewed and showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed and there were no confirmed complaints within the trend data in this review. Therefore, there were no adverse trends that indicate any potential product related issues. If product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s mother reported that on (B)(6) 2018 the customer experienced an allergic reaction during his 10 day wear of the adc freestyle libre sensor. The caller further reported the customer had contact with a healthcare professional and was prescribed fucidin topical antibiotic for treatment. There was no report of death or permanent injury associated with this event.